Manufacturer narrative:
Preliminary analysis results confirmed the reported event and revealed that it resulted from a very specific and rare telemetry error leading to the display of aberrant data on the remote report dated(B)(6)2020 . However, the issue had no impact on the operation of the home monitor and/or of the associated implant. Moreover, normal data transmission was observed during the next patient initiated transfer (pit) performed on (B)(6)2020.

Event description:
Reportedly, a remote report transmitted by the subject home monitor displays ' instead of the normal content of a remote report.

Event description:
Reportedly, a remote report transmitted by the subject home monitor displays '?' Instead of the normal content of a remote report.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a remote report transmitted by the subject home monitor displays '????????????' Instead of the normal content of a remote report.